Event description:
The video system center was returned to the service center with a report of sometimes the white balance button was not working properly. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, intermittent flickering issue due; noise was observed in the image were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. The customer reported white balance was not working properly was confirmed. Based on the results of the investigation, the intermittent flickering issue was due to faulty receptacle unit. The noise was due to a faulty main board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.